Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, service required codes were found in the ventilator's downloaded error log. The device's oxygen blending module subassembly, internal battery and display needs to be replaced to address the issues.